Manufacturer narrative:
According to the technician's statement, the customer reported that there was leakage during ventilation from o2 source interface. The device was repaired by the user. There was no on-site visit by our technician. No more information was provided and it is impossible to know what was the cause of the issue. Leakage from o2 supply source may cause insufficient o2 supply pressure, which may lead to too low o2 concentration delivery to the patient. Unfortunately, the device's logs were not available, no further analysis has been possible. As the information about final solution of the issue was not provided, the cause could not be determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had an issue with supply of o2. There was no patient harm. Manufacturer's ref. #: (B)(4).